Manufacturer narrative:
Trackwise ID#: (B)(4). Corrected section h-6: health effect ¿ impact codes from "no health consequences or impact" to "no patient involvement". The reported device is an OEM device. The certificate of conformance was reviewed for the serial # (B)(6). The vendor certifies that this device lot conforms to all applicable product specifications and there were no non-conformances identified for the manufacturing batch.

Manufacturer narrative:
Tw ID (B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop. E1 event site name due to (B)(6) hosp.

Event description:
The hospital reported that during preparation for an endoscopic vessel harvesting procedure, t.w. Power supply did not power up upon setting up. The power cord was changed out and the green light would still not turn on. There was no patient involvement.